Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile showed successfully performed treatments. The user performed an energy checks before this patient. The energy was stable during the whole day. The corresponding treatment was performed without interruption. No abnormalities or deviations could be detected in the logfiles which could contribute to the reported issue. No technical root cause was identified as the product was found to be within specifications. According to cas (clinical application specialist), the opacity and haze are possible consequence of a thin flap. The flap was 100 um. Moreover, even the high number of laser spots (high correction) is thought to have contributed to this reaction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a few months after lasik, a patient presented with a stromal opacity and haze on both eyes. Visual acuity was decreased from previous appointment. Steroid should help to resolve this opacity. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.